Manufacturer narrative:
No information has been provided to more completely identify the product that reportedly malfunctioned. No product has been returned and nuvasive has been unable to perform an analysis of the device in question. Nuvasive will continue to investigate this report and follow-up information will be provided in the event it is obtained. Labeling review notes "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
Following surgery at l5-s1 disc space, anterior lumbar plate screw was reported to have backed out. Original surgery dates are unk; radiographs at two weeks post-surgery have been provided and confirm the screws had backed out several millimeters at the right and left inferior positions. Revision surgery date is unk.